Manufacturer narrative:
Other, other text: h3: one cadd solis vip pump was received with no physical damage. The event history log (ehl) was reviewed and there was a "system fault 41,541" error. The reported issue was able to be duplicated. The ehl showed several entries of error 41541. This error is due to an inoperable latch lock optic flex sensor and will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical pump was presenting with error code 41541 2003. There were no reported adverse events.